Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer changed the infusion set, but then received a motor error alarm. Changed the set again and could only push a small amount of insulin out and received another no delivery alarm. The customer was advised to change the infusion set and the reservoir. The customer was called back and it was confirmed the alarm was resolved. The blood glucose at the time of the incident was 145 mg/dl. The device will not be returned for analysis.